Event description:
Valid info regarding a pt's antibodies was removed from the pt's electronic record due to a software malfunction. This could result in a release of incompatible blood to the pt. Resolved with programming changes.